Event description:
Complainant alleged during elective cardioversion of a pt, the electrodes would not adhere to the pt's skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt and was successfully cardioverted.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.